Event description:
It was reported that the patient was moving to a different state and she needed to find a new managing physician. The patient noted that a previous managing physician ¿almost killed me.¿ the patient was searching for a physician as it was also noted that the ¿pump inside me that¿s going to go off an alarm.¿ there was no report that an alarm was currently sounding. It was not known what medication this pump had delivered at the time of the event.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).